Event description:
It was reported that the pt experienced redness at the implant site. The pt's physician removed device as they suspected an infection. It was later determined pt did not have an infection. While the device was implanted, the pt had good stimulation coverage. An allergy test kit was considered.